Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the system was stuck on the loading screen. Fse did backup, took logs and performed 4 cold reboots to ensure system is turning on fine completely. Everything worked fine so pc replacement is not needed. Fse checked pc led lights and they are working fine. Fse tried to get more information using pc diagnostic tool, but it doesn¿t ping successfully. No further action taken. After repairs and troubleshooting, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system was stuck on the loading screen for 10 minutes after the system had been started and required several reboots before the system would turn on. There was no reported patient or user harm. Philips has started an investigation of this complaint.